Event description:
It was reported that, during treatment, the versajet ii exact disposable handpiece 45 degree x 14mm would not prime. The treatment was completed without a significant delay using the same device. No other complications were reported. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual evaluation confirmed a blockage at the tip , establishing a relationship between the device and the reported event. The root cause was determined as an obstruction. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.